Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer stated that infusion set cannula was bent. The customer was treated with insulin drips. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer did not allege insulin pump was under delivering. Customer was using auto mode during high blood glucose. The device will not be returned for analysis.